Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes a damaged stopper was found prior to use. No health impact or consequence reported.

Manufacturer narrative:
H6: investigation summary: bd received samples and 4 photos for investigation. The photos were reviewed and the indicated failure mode for split on product was observed. Additionally, the customer samples along with retention samples from bd inventory, were evaluated by visual examination and the issue of split on product was not observed. 100 retained samples from the implicated lot number did not identify any instances of damaged caps. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode split on product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.